Event description:
The customer obtained discordant falsely elevated sodium results for two patients on an atellica ch 930 analyzer. The results were not reported to the physician(s). The customer used the same samples to perform repeat testing on an alternate analyzer. The repeat results were lower and considered to be correct. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium (na) result.

Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc). The customer verified all fluids, stated that imt fluids were primed, and completed a standard a (stda) and standard b (stdb) cycle, an imt autocheck, and quality control testing. Siemens reviewed the event logs and found imt errors at the time of the event. The imt calibration data informed the imt sensor was installed on (B)(6) 2022 and did not show three consecutive calibrations when the sensor was installed, indicating the incomplete hydration of the imt sensor. The incomplete hydration of the sensor occurs when the operator does not follow the screen prompts when loading the sensor. Log files show standard a and standard b/salt bridge were replaced on (B)(6) 2022 and loaded correctly. A successful imt calibration was performed, and the standard a and standard b/salt bridge were primed and completed with no issue. The customer performed patient sample testing and noted that the results were acceptable. The potential cause of discordant falsely elevated sodium (na) results is unknown. Siemens cannot rule out poor sample quality, the presence of gel or fibrin, combined with cellular components contained in the plasma portion of the sample, including red cells, platelets, and buffy coat material, or the incomplete hydration of the imt sensor as a contributing factor. The customer has not observed a recurrence, and the atellica ch 930 analyzer is operating as specified. No further evaluation of the analyzer was required.